Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. Efforts to obtain additional information were unsuccessful. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead is exhibiting no capture, elevated thresholds and no sensing measurements. Lead dislodgement is suspected. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received noting that an x-ray was performed and the lead was confirmed to be dislodged. A revision procedure was performed and the lead was repositioned without further incident. This product issue will be updated if additional information is received.